Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that inappropriate therapy was observed. The patient had an episode of svt that was diagnosed vt. Programming changes were made, and device remains implanted. Patient condition was good post event.